Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. It was stated that several primes of thirty to forty units each were found in the prime history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.